Event description:
It was reported that the jetstream catheter and wire became stuck. A jetstream xc-2.1 catheter was selected to treat this patient for peripheral artery disease. During the procedure, the catheter became stuck on the wire. The jetstream catheter and wire were removed without any issue to the patient and the outcome of the procedure was successful.

Manufacturer narrative:
Device eval by manufacturer: this jetstream xc-2.1 catheter and command guidewire were returned. Visual examination found the guidewire inside the jetstream catheter and observed buckle/kinking of the shaft located 21.5 cm from the tip. The wire was sticking out of the distal end approximately 150 cm and from the proximal end of the pod 20 cm. The wire was removed with a slight restriction. The device was set up per instructions for use and the device primed and ran as designed. The wire was microscopically examined and there were multiple areas of bends and coating scraped off the wire. Inspection of the remainder of the device revealed no damage or irregularities. The complaint was confirmed for stuck on wire due to the use of a non-compatible guidewire.